Event description:
A us distributor returned a monitor and reported monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor reset during a pulse test. The cause for the failure was isolated to defective t2 transformer on the defibrillator pca. Additionally, the rear response button switch was contaminated causing intermittent contact. The root cause for the defective transformer could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.